Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon got stuck with the guidewire. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a severely calcified vessel. During the procedure, it was noted that the device got stuck with the non-boston scientific guidewire. The balloon catheter and guidewire had to be removed as one unit and the procedure was completed with another of the same device. There was no patient injury.